Event description:
Reporter indicated that they were unable to establish communication between the site's programming system and the pt's generator. It is unk if any troubleshooting was performed to try to resolve the event. The physician believes that the issue may be due to the generator battery being depleted as the pt states that they no longer feel stimulation; however, no programming history is currently available to be able to perform a battery life estimate, in order to confirm or contradict the notion that the battery may be depleted. Attempts for further information regarding the issue have been unsuccessful to date.